Event description:
The patient is a 71 year old male supported for an acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical state consistent with scai shock stage d. The initial impella cp was implanted percutaneously via the right femoral artery on (B)(6) 2026 and removed the same day. During removal, oozing from the access site was noted. It was reported that the vessel appeared dilated to a diameter larger than the impella cp repositioning sheath, requiring placement of an additional suture to fully close the arteriotomy. After impella cp removal, an impella 5.5 was implanted surgically via the right axillary/subclavian artery. During subsequent care, echocardiography revealed a flail anterior mitral valve leaflet. The patient underwent mitral valve replacement and the excised leaflet was sent for pathology. Md questioned whether the flail leaflet was more likely ischemia related rather than caused by the impella cp, given the clinical presentation. Based on the available information, the femoral access site oozing and need for an additional arteriotomy suture were attributed to the vessel being larger than the repositioning sheath rather than to device damage. Md questioned whether the flail leaflet was more likely ischemia related rather than caused by the impella cp although impella involvement cannot be completely excluded. The observed seizure like activity was medically evaluated and found not to be associated with impella function. Both devices were explanted with the patient surviving, and the events appear primarily related to the patient¿s underlying critical condition rather than impella device performance. The impella 5.5 was successfully weaned on 3/23/2026 and the patient survived. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements the impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Mitral valve incompetence/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected.

Event description:
Additional information was received, and a stroke was not suspected because the computed tomography (CT) scan of the head was negative. The clinical team did not believe the seizures were related to the impella device.